Event description:
The facility representative reported an ipump with a condition of "system error 74." This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a system error 74 involving an ipump was confirmed and reproduced during device evaluation. The assignable cause was not identified. Due to estimate refusal by the customer, no repairs were made to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.